Manufacturer narrative:
It was reported that spectrum pumps were having issues of alarming upstream occlusion many times (10-12 times in suite 7), and more often on other patients. Additionally there have been issues with intravenous immunoglobulin (ivig) "alarming for air all of the time". These issues are occurring during patient infusion. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line, upstream occlusion multiple times and infused 100cc ivf with solumedrol over 30 minutes instead of the set 15 min. Rate set at 400cc/h and volume at 100cc. Entyvio was not infusing all volume either. Can set pump at 20cc volume over 30 min and still have to add volume at the end. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.